Event description:
Asku

Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than (B)(6) ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the leads is in process; the results will be forwarded when available. All reasonable contacts have been contacted for information, no further information has been made available at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. All reasonable contacts have been contacted for information, no further information has been made available at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment was returned, analyzed, and analysis results revealed no anomalies found. All reasonable contacts have been contacted for information, no further information has been made available at this time.